Event description:
The one touch profile meter was giving error 1 and 2 error messages. The medical affairs specialist (mas) contacted the patient's daughter-in-law to obtain and verify information. In march 2006, the patient obtained an error 1 error message on the reported meter. The patient's son tried to test his mother's blood glucose level as she was experiencing nausea, and was unable to speak or get out of bed. Earlier in the day the patient had tried toeat but was vomiting. The patient had been feeling nauseous for two days, and had not eaten very much. Due to her symptoms, her son contacted emergency services. The paramedics tested the patient's blood glucose level to be 'low', specific result not given. The patient was treated with glucose intravenously, and transported to the hospital. In the emergency room, thepatient was treated with intravenous fluids, given medication for the vomiting, and an antibiotic for anurinary tract infection. She was discharged from the emergency room five hours later. The patient had been getting error 1 and error 2 occasionally over the past two weeks. The patient takes the oral diabetes medications glyburide 5 mg two pills per day, glucophage 500 mg one pill per day, and actos (pioglitazone) 30 mg one pill per day. The patient will adjust her medication regimen based on meter readings in that if her fasting blood glucose result is low, she will not take the glucophage pill. The patient's blood glucose levels vary greatly, with results ranging from 60 mg/dl to 350 mg/dl. Her last hgb a1c result was 6%. The customer care adovcate (cca) determined during the troubleshooting telephone call the patient's testing technique was correct. The mas confirmed with the reporter the meter is being cleaned correctly: alcohol is only being used on the outside casing of the meter. The cca was able to talk the patient through properly cleaning her meter and the error message was resolved. The meter, test strips and control solution were replaced. This complaint is being reported because the patient became hypoglycemic, was unable to obtain a blood glucose reading on the reported meter due to the error message, and required emergency medical attention.